Event description:
The customer reported via phone call that he was trying to change the insulin pump's infusion set and the buttons were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad trace. The currents are within specifications and no unexpected battery out limit. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Numbers does not ramp up on its own or scroll bar moving with no input. Time clock ok. The insulin pump had broken reservoir tube lip, cracked near the display window corners, broken belt clip slot and minor scratched lcd window. The insulin pump was missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.